Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block assembly as a part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.